Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -13.50 diopter, in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2016 due to elevated intraocular pressure, glare and halos. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on the product. A visual inspection was performed, observing that the haptic was broken. Upon dimensional inspection, the lens was found to be within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4).